Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the left forearm. A 6.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.